Event description:
It was reported by the physician that the epg (external pulse generator) would not sense heart rate. The epg was returned. There was no patient involvement.

Event description:
It was reported by the physician that the epg (external pulse generator) would not sense heart rate. The epg was returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator (epg) was returned and analyzed and the customer comment that it was not sensing could not be confirmed. Analysis did find that the upper and lower cases were broken, both bail covers and the ring cover were broken, the battery contacts were compressed and the keyboard was scratched. (B)(6). (B)(4).